Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, this device required replacement due to a leak. The device was being implanted when it was found to be faulty with a possible leak. No other adverse patient effects were reported.

Manufacturer narrative:
Titan touch pump and cylinders 1 and 2 were received for evaluation. No functional abnormalities were noted with the pump. No functional abnormalities were noted with cylinder 1. Two separations were noted on the bladder of cylinder 2. These were sites of leakage. The separations have a central groove, indicating contact with sharp instrumentation such as a needle. The information received indicated the device was faulty and had a possible leak, but because no functional abnormalities other than instrument damage were noted with the returned components, the complaint could not be confirmed as reported. Because these components were released according to manufacturing and quality control procedures, it was concluded that the observed needle instrument separations in the bladder of cylinder 2 occurred subsequent to the device packaging being opened. The information received indicated that the leak was noticed following the initial device implantation and replaced during the same surgery. Based on the evaluation and information received, the separation most likely occurred inadvertently during the implant procedure. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.